Event description:
It was reported that pump displayed cgm error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor support, was guided through complete pump reset, and error did not recur, after which customer successfully started new sensor session and no device return or replacement was arranged.